Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. The insulin pump was unable to perform displacement test or confirm alarm due to motor error alarm. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call motor position encoder error on the insulin pump. Customer advised they had an MRI today and were wearing the insulin pump at the time. Customer advised after the MRI they saw the motor position encoder error. Troubleshooting for the motor error on the insulin pump was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.